Event description:
It was reported, the flushing pump's speed command was not correctly transmitted to the removable head containing the peristaltic mechanism. The device was inspected before use. The issue occurred during the middle of a colonoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump's speed command was not correctly transmitted to the removable head containing the peristaltic mechanism. The device was inspected before use. The issue occurred during the middle of a colonoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [03/22/2024]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned for evaluation, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient flow pump head failure, insufficient flow improper operation or loosening, pump head damaged or worn. Olympus will continue to monitor field performance for this device.